Event description:
The customer contacted stryker to report that their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device was evaluated by a third party service agent and the reported issue was verified through review of the software log. Investigation of the device and batteries used found that battery 2 had a broken latch clip and there was corrosion on the power supply j11 connector. These two issues were determined to be the cause of the reported issue. The power supply is no longer available and the device is to be decommissioned by the customer.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information.

Event description:
The customer contacted stryker to report that their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.